Event description:
Sorin group rec'd a report that during a procedure, the pump stopped as a result of a bladder alarm. The customer checked the pump and found that the entire system had lost power and no battery backup occurred. The pump was hand cranked to maintain blood flow until the system was changed out. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group rec'd a report that during a procedure, the pump stopped as a result of a bladder alarm. The customer checked the pump and found that the entire system had lost power and no battery backup occurred. The pump was hand cracked until the system was changed out. There was no report of pt injury. A sorin group field service rep who was dispatched to the facility was unable to reproduce the reported problem. The system was subjected to a thorough inspection, functional testing and preventive maintenance measures. Functional testing included unplugging power to the system while it was running. The battery backup functioned as expected. No problems were found. The system was returned to service. W/o the ability to reproduce the problem, no root cause could be determined. This type of event will continue to be trended.